Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a1401 (deflation problem) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken on posterior and black particles. Leak test, visual and microscopic analysis was performed which identified: striated broken on posterior and crease fold. The leak test is not performed because the device is broken. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated broken assessed as surgical damage.

Event description:
Healthcare professional reported left side "deflation." The device has been explanted.